Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving bupivacaine and dilaudid at unknown concentrations and doses via an implantable infusion pump. The indication for use was non-malignant pain. It was reported that the pump was alarming/beeping; the patient was hearing the dual tone alarm. It was noted that about two weeks ago the patient's personal therapy manager (ptm) was displaying the code 8286-empty reservoir. The caller stated that she was not positive if the pump was empty but that a refill appointment was missed; the pump was supposed to be filled on (B)(6) 2018 but the patient was dismissed by his healthcare provider (hcp). It was reported that the patient had been active and her pain seemed worse but she was unsure if she was having withdrawal (yes and no). The caller noted that she had been taking oral methadone. The caller was redirected to seek medical care and was sent physician listings. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.